Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20.

Event description:
The customer reported false negative architect sarscov-2 igg results on two patients that tested positive by other methods. The results provided were: on (B)(6) 2020 sid unknown ((B)(6) female) architect sars-cov-2 igg negative (1.28, 1.25 index) (cutoff <1.4 index); roche total igg method positive one week prior using the same sample, pcr positive (B)(6) 2020. On (B)(6) 2020 sid (B)(6) ((B)(6) male) architect sars-cov-2 igg negative (1.22 index), pcr positive (B)(6) 2020. No impact to patient management was reported.

Manufacturer narrative:
The customer obtained negative results for two patients when testing was performed using architect sars-cov-2 igg reagent lot 17193fn00 and architect sars-cov-2 igg calibrator lot 17097fn00. Both patients tested pcr positive and were not immunosuppressed. The complaint investigation for false negative results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return patient samples were not completed as returns were not available. In-house sensitivity testing was completed. Labeling was reviewed and found to adequately address the issue under review. Device history record review on lot 17097fn00 and 17193fn00 did not show any potential non-conformances, or deviations. Performance testing was performed using an in-house retain kit of calibrator lot 17097fn00 in conjunction with reagent lot 16311fn00. Two architect instruments were calibrated, and controls passed. Twenty replicates of the positive control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. Testing was not performed on reagent lot 17193fn00 as this lot has expired, however only 1 other complaint has been received for this lot indicating that this lot is performing acceptably in the field. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). Based on the investigation, no systemic issue or deficiency of the architect sars-cov2-igg for reagent lot 17193fn00 or architect sars-cov-2 igg calibrator lot 17097fn00 was identified.